Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. All of the keypad buttons responded properly. The keypad cover was removed, and no contamination was found under any button contacts. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.